Manufacturer narrative:
Additional information was added to d10, h4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and the tubing being separated from the male luer was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection was performed which showed that the tubing was separated from the male luer. A lack of solvent was observed during the examination of tubing, and the solvent was not applied uniformly in the tubing. The reported condition was verified. The cause was determined to be due to solvent not being applied uniformly during assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set became disconnected from the luer lock, resulting in an open system. This occurred during patient infusion at the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.